Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test,  rewind, basic occlusion test, occlusion test, prime test,   excessive no delivery test and delivery accuracy test. Unit had a cracked reservoir tube lip.  Data analysis: there is no data available due to the unit did not have a battery installed when received. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to multiple illnesses. The cause of death was pulmonary disease. The caller stated that the customer had diabetes complications ¿ high and low blood glucose, circulation problems, bladder issues and heart disease - had a stent in their heart. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital a couple of weeks prior to passing. The customer was not using sensors. The customer also had lung cancer in the past, copd, cardiac disease, and chronic obstructed pulmonary disease. The caller agreed to return the insulin pump for analysis.